Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3: device not returned.

Event description:
It was reported that damage to the pump housing caused cartridge change errors with multiple cartridges during the load sequence and insulin delivery. Customer reverted to an alternate form of insulin therapy. There was no adverse impact to the customer¿s blood glucose value.